Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 5.5 mmol/l on the aviva system at 6:18 a.m., but she was having hypoglycemia symptoms of bizarre behavior and very distressed. The patient's blood glucose result was 3.8 mmol/l at 6:23 a.m. The patient's mother treated her with lollies. The paramedics were called and they arrived at 6:40 a.m. The paramedics treated her with a glucose drink. The blood glucose result was 9.0 mmol/l at 6:44 a.m. On the patient's meter. The patient was transported to the hospital. While in the hospital, the patient's blood glucose result was 14.1 mmol/l on her meter and "10.0 mmol/l or 11.0 mmol/l" on the hospital's meter. It is unknown if the patient was treated at the hospital. The patient was released from the hospital later on the same day. Return of the suspect device was requested for evaluation.